Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Correction to the initial MDR in fields and device codes.

Event description:
A report was received that the patient was having frequent ipg charging. It was also reported that the patient was experiencing communication difficulty between the ipg and the remote control.the patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was having frequent ipg charging. It was also reported that the patient was experiencing communication difficulty between the ipg and the remote control. The patient will undergo an ipg replacement procedure.